Event description:
During an open gastric bypass procedure, the surgeon was making the gastric pouch and the staples were not formed in the middle. The device cut and stapled on the proximal and distal ends, but in the middle. Used another like device to complete the procedure. There was no pt consequence.